Manufacturer narrative:
The device has been returned and evaluated by product analysis on 15-aug-2018 with the following findings: evidence of moisture was found behind the display lens. There were battery compartment cracks observed from the thread area to the case seal and below the grip pad. There was no evidence of moisture or contamination inside battery compartment. The leak test shows a leak at the battery compartment crack. The pump case was removed, and moisture contamination was confirmed throughout the inside of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that there a crack and moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.